Event description:
A surgical technician reported that an intraocular lens (iol) became stuck in the cartridge of an iol delivery system. There was no patient impact/injury associated with this event.